Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that at a pacemaker implant procedure, the physician attempted to insert the right ventricular (rv) lead into the header, but it did not go all the way in. A new pacemaker was used for the procedure and the rv lead was successfully inserted into the header of the new device but also with difficulties. The lead and the second device remain in service. The non used pacemaker is expected to be returned for analysis. No adverse patient effects were reported.